Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 38182314 and lot number 2209115. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture nor physical samples were available for return, a thorough sample analysis could not be completed. At this time, an exact cause could not be determined for the reported defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter cracked during the puncture. The following information was provided by the initial reporter, translated from portuguese: "product in the case of intravenous i.v. Catheter n°22g, presents a crack during puncture, resulting in the exchange of the device."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter cracked during the puncture. The following information was provided by the initial reporter, translated from portuguese: "product in the case of intravenous i.v. Catheter n°22g, presents a crack during puncture, resulting in the exchange of the device."